Manufacturer narrative:
Additional information has been received regarding the product material change which was not included in the initial report. So, the correct product material has been changed from unk_ngp to mmt-1884 as per new additional information and updated in sections b5,d1/d2a/d2b, d3 and d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product(s) mmt-1884. Customer reported having sensor glucose of 92mg/dl versus blood glucose of 54mg/dl. No treatment was mentioned for the low. Customer also reported having a change sensor alert. Customer could not test transmitter. The guardian 4 sensor was not inserted in the back of the upper arm. Troubleshooting was not done for the low but was done for the sensor issues. It was unknown if smartguard was used. Pump is not returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and also difference in sensor glucose and blood glucose values and got change sensor alert. The customer reported blood glucose value of 54 mg/dl. The event involved product(s) unk_ngp. Troubleshooting was not performed and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode feature was active at the time of the event. Troubleshooting on sensor reading discrepancy confirmed that the difference is greater than 30% and insulin delivery was not suspended due to reported event. No further patient complications were reported. It was unknown whether the customer would continue the use of the pump. No product return is required for unk_ngp.